Event description:
A malfunction alarm occurred, identified by the code malf 12, but there were no notable events prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, and was within a normal range. Customer service provided instructions for resetting the pump, and the malfunction did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to call back if any further issues arise.